Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The trial extractors are worn/broken and does not easily extract trial inserts.

Manufacturer narrative:
On 05 dec 2016 upon evaluation of the returned devices, the extractors are damaged/worn, no breakage was identified. This product was reported in error.

Event description:
On 05 dec 2016 upon evaluation of the returned devices, the extractors are damaged/worn, no breakage was identified.